Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no incidents reported from the lot. The failure to advance appears to be a result of patient morphology/pathology due to thick septum. A definitive cause for the pericardial effusion could not be determined. The reported hypotension was a cascading effect of the pericardial effusion. The reported patient effects of pericardial effusion and hypotension as listed in the mitraclip nt system instructions for use are known possible complications associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Event description:
This is filed to report the worsening of the pericardial effusion. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. It was reported that a small pericardial effusion was noted after the non-abbott guide wire had crossed the septum, but the procedure continued. The dilator and the steerable guide catheter were advanced. Only the dilator was able to cross the septum with difficulty. The sgc was unable to cross the septum due to its thickness. The pericardial effusion had grown larger and it was decided to remove all the devices. A mini cutdown at the xyphoid was performed and blood was aspirated from the pericardial sac. Levophed was administered to stabilize the low blood pressure. In the opinion of the physician the sgc may have contributed to the worsening of the pericardial effusion. No clips were implanted, and the procedure was discontinued. No additional information was provided.